Manufacturer narrative:
Trackwise (B)(4). Updated section. Corrected section - d4 (#UDI). The device was returned to the factory for evaluation on 12/11/2024. An investigation was conducted on 02/17/2025. A visual inspection was conducted. Sings of clinical use and evidence of blood was observed. Heavy char was observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. The device did not turn on during the pre-cautery test. No further testing was conducted due to the device having no power. An engineer evaluation was requested. A manufacturing engineering evaluation was conducted. The following is manufacturing engineering's evaluation of the vh-4000 hemopro2 tool (90527943-01) complaint onetrack# (B)(4), which was returned for the reported failure of "material twisted/bent". The complaint was not confirmed for "material twisted/bent". The welder wire was not lifted and was not bowed/damaged in any way. During the investigation it was found that the device was confirmed for a failure mode of "failure to deliver energy". The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c­ vh-4030). Next, the on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy was being delivered to the reference hemopro 2 device. However, when the toggle was released and then pulled back again there was no audible beeping sound. This is not normal. This result indicates there is an electrical short in the hemopro2 tool that is redirecting the electrical energy away from the heating element in the jaw of the complaint hemopro2 tool. Next, the handle of the complaint vh-4000 hemopro2 tool was opened to determine the cause of the electrical energy from the hemopro power supply not being delivered to the heating element in the jaws of the hemopro2 tool. After opening the handle and removing the toggle, the electrical components including the wires and wire connections in the handle were visually inspected under magnification. It was observed that the sharp ends of the wires welded to the poly­ fuse were in contact with the shrink tubing that protects the primary jaw wire to fuse weld connection. It was observed that the sharp ends of the wire welded to the poly-fuse had cut into and penetrated the shrink tubing. Refer to figure 1 below. This resulted in an electrical short where the sharp ends of the wire that penetrated the shrink tubing had made contact with the primary jaw wire/fuse weld connection. Next, the complaint vh-4000 hemopro2 tool was reconnected to the complaint lab's hemopro power supply (c-vh-3010) to verify the functionality of the device after the electrical short was removed. The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position. Next, the complaint vh-4000 hemopro2 tool switch lever was moved to the on position. The heating element on the jaws of the complaint vh-4000 hemopro2 tool immediately heated up, which is normal. This confirms that there was an electrical short between the primary jaw wire/fuse weld connection and the sharp ends of the wires welded to the poly-fuse on the complaint vh- 4000 hemopro2 tool. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was not confirmed, however the analyzed failure "failure to delivery energy" was observed. The lot # 3000408507 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported and analysed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the wire has lifted inside the hemopro-2 jaws.